Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that after a tka surgery was performed in 2019, a revision surgery was performed to confirm gross loosening and no evidence of osteointegration of the gii c/r ha porous fem sz 5rt device. Customer noted no patient factors that would have contributed to this. No further details available at this moment. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection did not reveal the stated failure mode. The device shows signs of extensive use. A lab analysis performed on the device revealed the articulating surface and sides of the femoral component shows signs of wear. The bone contacting surface is also worn with some substance still adhered. There were no observations of material or manufacturing deviations in the course of this investigation. The clinical/medical investigation concluded that, no relevant supporting clinical documentation has been provided for evaluation. Consequently, there were no clinical factors found which would have caused/contributed to the reported event. Based on the information provided, the root cause/patient outcome beyond that which has already reported cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient medical history, post-operative patient health and/or bone quality. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.